Event description:
Reporter indicated via clinic notes received that the vns pt's family believed, the pt was having an increase in seizures. The pt was scheduled for replacement of her vns generator. The relationship of these seizures to pre-vns seizure levels is unk. During vns generator replacement, it was noted that some of the lead was exposed and frayed. Diagnostics taken indicated that a short circuit is suspected. A vns lead replacement also took place. The explanted products have been returned and are currently undergoing analysis. Further attempts for information are in progress.

Manufacturer narrative:
Device failure has suspected.